Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical thrombectomy an occlusion at the internal carotid artery (ica), m1 segment, an embotrap iii 5 mm x 37 mm revascularization device (et309537, 23a183av) was used per the instructions for use (IFU). Recanalization was achieved after the second pass. However, there is a possibility that some part of the device was left behind in the patient¿s body and halation occurred due to reflections on the metal. All devices used were visually checked, but no visual abnormalities were observed. There was no negative impact on the patient. A continuous flush was done. Other concomitant device is marksman. No additional information is available. The visual inspection, under magnification, confirmed that all markers on the returned embotrap device were intact. (3 distal markers, 16 body markers ¿ 4 per body section, and 2 proximal markers). (Distal coil and proximal coil). The visual inspection on the distal coil, the laser welded parts under magnification, didn¿t indicate any damages or deformations. All adhesive bonds were noted to be properly formed and intact. Visual inspection on the proximal area, under magnification, confirmed that the delivery wire shaft was displaced distally at the proximal coil bond area due to the bond separation which was confirmed prior to the disinfection process. It is possible that the proximal bond separation was caused by exposure to moisture, specifically through use and subsequent decontamination. Previous experience has shown the adhesive bonds to be impacted by prolonged exposure to moisture, storage in a wet state, and/or multiple wetting cycles. Each of these conditions are atypical of routine use of the embotrap device. It was established through this visual inspection that the returned device was complete with no missing parts; therefore this complaint is not confirmed. (Inner channel and outer cage). Visual inspection on the proximal portion of the inner channel and the outer cage, under magnification, indicated minor deformation which appears to be the origin of the misalignment between the inner channel and outer cage. 2. Confirmation using 0.0195¿ inspection tube. No high forces were noted when the return embotrap device was retracted into a flared ptfe inspection tube (0.0195¿ ID). The returned embotrap device exhibited no issues upon retraction or advancement. 3. Dimensional inspection of insertion tool: the outer and inner diameters of the insertion tool were measured using a calibrated digital caliper and pin gauges.the outer diameter was 1.16 mm/0.045 inch and the inner diameter was 0.685/0.0269" and confirmed that it meets the product specifications. The returned embotrap device indicated a slight deformation on the proximal inner channel strut of the stent like assembly and the delivery wire shaft was dislocated distally due to the bond separation which was confirmed prior to the disinfection process. The complaint event reported the device was used for two passes with recanalization obtained on the 2nd pass. Visual inspection of the returned embotrap device has established all parts were present as evidenced by the photographs taken pre and post disinfection. There is no evidence to suggest the reported halation was caused by the returned embotrap device, this the complaint event is not confirmed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint#: (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.

Event description:
As reported by the field, during a mechanical thrombectomy an occlusion at the internal carotid artery (ica), m1 segment, an embotrap iii 5 mm x 37 mm revascularization device (et309537, 23a183av) was used per the instructions for use (IFU). Recanalization was achieved after the second pass. However, there is a possibility that some part of the device was left behind in the patient¿s body and halation occurred due to reflections on the metal. All devices used were visually checked, but no visual abnormalities were observed. There was no negative impact on the patient. A continuous flush was done. Other concomitant device is marksman.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Section h4. Device manufacture date: not available at time of reporting. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.